Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. The conductor wire was not frayed or broken. The instrument passed the electrical continuity test. The complaint regarding the black wire has a cut was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have a cut black wire. The procedure was completed with no reported injury. Intuitive surgical. Inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.